Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy. Patient presented over a remote transmission for review, and stored egm confirmed that inappropriate shock therapy was delivered during an atrial tachyarrhythmia with rapid ventricular response. Programming changes were recommended.